Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.

Event description:
It was reported that the upper display was showing half the measured values. There was no alarms or error messages. There is no pt information available.